Event description:
It was reported the programmer screen went blank when turned on and an error displayed. The keyboard is also broken. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head connector found loose on a printed circuit board. Programmer was stuck on the logo screen when programmer was first turned on. Right keyboard hinge is broken.